Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported that the touchscreen would not calibrate. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 15jan2020. B4: (B)(6) 2020. Attempts were made to contact the customer and obtain additional information regarding the device's evaluation and repair. The customer did not respond to these attempts. This complaint will be closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.